Event description:
Device has been explanted.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed ¿ lump/nodule: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device.

Event description:
Patient reported right side rupture. Later, healthcare professional reported breast pain, rupture and right breast lump was found via ultrasound. Device has been explanted.